Manufacturer narrative:
Investigation completed 10/16/2017. Device history record reviewed for sn (B)(4) work order /(B)(4) lot/ 149 a total of (B)(4)were manufactured on 11/7/2014 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No service history is on file for this device. No manufacturing or design related trend has been identified. Unit received with the lock having both rotational and lateral movement and a residue buildup is present. The lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; general maintenance and cleaning required.

Event description:
It was reported that the patient¿s head was slipping from the headrest. Request for additional information was sent and on 3oct2017 and 04oct2017, the following was provided: on (B)(6) 2017, a patient was to undergo a posterior cervical laminectomy. The mayfield skull clamp pins remained in place, but the metal portion of the standard infinity skull clamp moved while doing the initial positioning. The head holder was removed and the patient was repinned with another mayfield head holder. There was no patient injury. No revision /medical intervention was required. It was unknown if there was a delay in surgery. Lot number of the skull pins were unknown.